Event description:
The customer contact reported breakage of the option-lok male adapter. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported breakage of the option-lok male adapter. No specific details were provided. It was reported the tubing set was replaced and the therapy was resumed. There were no reports of any adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel